Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 31 mg/dl at the time of the event. The customer stated that she believes she is getting too much insulin. The customer stated that she will discuss lowering her basal rates with her doctor. Nothing further was reported.